Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01345. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed two ruby coils into the aneurysm; however, the sizes of the coils were incorrect and they were removed from the patient. While the physician attempted to resheath the ruby coils, the pusher assembly on both coils became kinked. The procedure was successfully completed using three new ruby coils. There was no report of an adverse effect to the patient.